Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During technical review the field service engineer (fse) observed the system and monitored the laser head and gas bottle pressures for over seven hours. No significant change of pressure was found. The fse smelled no gas while onsite. The fse could not confirm or reproduce the reported issue. The system is within specifications per service installation record. No technical root cause was identified. The fse could not confirm or reproduce the reported issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that after treatment day was completed and the laser had been powered off for three hours, they smelled a strong odor that smelled like gas. They isolated the room and closed the office for the weekend.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company field service engineer (fse) indicated the fse observed the system and monitored the laser head and gas bottle pressures for over several hours. There was no significant change. The fse did not smell gas at any time while onsite. Per the facility, there was no impact on patients or staff. They think the smell may have been from the heating and cooling system.